Manufacturer narrative:
Product ID 37743, serial# (B)(4); product type programmer, patient product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 37752, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Event description:
Additional information was received on may 6th that the manufacturer representative covered the pocket revision on that day. The surgeon moved the battery to a more comfortable location for the patient. An impedance test was performed and all electrodes were out of range. After several test, an multi-lead trialing cable (mltc) was connected and the same results were recorded. The physician decided to connect the battery anyway and rescheduled a lead revision at a later date. In the recovery room, the physician requested that the stimulator be turned back on and the patient had perfect stimulation and was running the battery at the same amplitude prior to the surgery. A final impedance check was run and all electrodes were out of range. The physician decided not to schedule a lead revision. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received on (B)(6) 2015 indicating that the patient had subcutaneous stimulation for headaches and had two leads implanted and one lead was actually severed off, yet most of the electrodes on that lead were still working, only two are not working. The lead was possibly snipped/nicked at the time of implant and after implant, over time severed off at the spot where the electrodes were. Despite this issue the patient was still getting adequate pain relief and stimulation. The patient and surgeon were not too concerned about revising or replacing the lead at this time since it was working as intended. The main issue was that the patient¿s system had moved from their chest to almost their armpit area. The patient was scheduled for a pocket revision on may 6th. The physician would look to replace the severed lead at the surgery but it was not likely. Despite the lead issues the patient was still getting adequate pain relief. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported a shocking or jolting sensation. The patient had their leads implanted for occipital neuralgia and headaches. The patient had been experiencing burning and a shocking sensation on his left lead which started over the past few days prior to the report. There had been no trauma or fall to the area. It was reported the patient¿s left lead was turned off. The patient was scheduled to see their healthcare provider until (B)(6). The patient had contacted the manufacturer¿s representative (rep) for reprogramming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), im planted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported that the patient's device had migrated down to his armpit, so they were going to revise the location of the device. The health care professional (hcp) took some x-rays and indicated that electrodes 8 and 9 were out of impedance readings and had been severed. They were separated under his skin and there was a 2.5 inch distance between these 2 electrodes and the rest of the lead. The rest of the lead was still functioning, but those 2 electrodes were not. The manufacturing representative suspected that this occurred during surgery and the lead was nicked, but this was not confirmed. The patient would get a revision, but it was not scheduled.

Manufacturer narrative:
(B)(4).